Event description:
This case was initially received via regulatory authority (B)(6) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of groin pain ("groin pain") and migraine ("severe migraine") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced groin pain (seriousness criterion medically significant), migraine (seriousness criterion hospitalization), fatigue ("chronic fatigue"), weight increased ("weight gain") and somnolence ("daily need to do 1 siesta"). At the time of the report, the groin pain, migraine, fatigue, weight increased and somnolence outcome was unknown. The reporter provided no causality assessment for fatigue, groin pain, migraine, somnolence and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred term: groin pain. The analysis in the global safety database revealed 10 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.